Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a user report from (B)(6) which contained the following information: a nurse reported on behalf of the customer who received unspecified low readings on adc freestyle libre sensor compared to capillary readings obtained on an unspecified meter for 3 days. It was further reported that the difference was usually 5-8 mmol/l (90 - 144 mg/dl), but upon arrival to the hospital, a reading of 22 mmol/l (396 mg/dl) was obtained compared to the capillary reading of 48 mmol/l (864 mg/dl). Customer was diagnosed with diabetic ketoacidosis and hospitalized and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and is not expected to be returned. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from (B)(6) which contained the following information: a nurse reported on behalf of the customer who received unspecified low readings on adc freestyle libre sensor compared to capillary readings obtained on an unspecified meter for 3 days. It was further reported that the difference was usually 5-8 mmol/l (90 - 144 mg/dl), but upon arrival to the hospital, a reading of 22 mmol/l (396 mg/dl) was obtained compared to the capillary reading of 48 mmol/l (864 mg/dl). Customer was diagnosed with diabetic ketoacidosis and hospitalized and received unspecified treatment. There was no report of death or permanent impairment associated with this event.